Event description:
It was reported that the patient had cardio-version. The right ventricular (rv) lead triggered an alert for increased impedance which peaked at a high impedance measurement. Oversensing of the atrium and noise was noted. The pace/sense and rv coil were capped and the superior vena cava coil remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance impedance: max rv pace lead impedance rises from 800 to 4032 ohms between the weeks of (B)(6) 2012. Sensing-sics since last session - interference/noise: lifetime v-sic counter is at 1359.7, 473 of these counts having occurred since (B)(6) 2012. Alert - high resistance/impedance: out of tolerance (oot) subthreshold lead impedance alert registered on (B)(6) 2012. Lia not installed on this device.